Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes; returned to manufacturer on: 5/18/2020; section h3: device returned to manufacturer? Yes. Device evaluation: the iol received in the specimen cup is not a non-johnson and johnson iol, therefore no visual product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2020. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to poor post-op outcome. There was no incision enlargement. The suspect iol was replaced with a model zcb00 23.0 diopter lens. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.